Event description:
It was reported that this device was explanted and replaced by a competitors device approx. 7 months after the implantation. The device did not adapt the heart rate appropriately to the patients activity.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.